Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of inappropriate anti-tachycardia pacing (atp) and one electric shock for what appeared to be supraventricular tachycardia (svt) with rapid ventricular response (rvr). Device currently remains in service. No additional adverse patient effects were reported.